Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, the patient experienced ventricular fibrillation and stent under expansion occurred. Lesion 1 was a de novo target lesion located in the 1st obtuse marginal (om). The lesion was 80% stenosed, 3.0mm in diameter and 10mm long. The lesion was treated with direct stent placement using two overlapping taxus liberte stents (2.5x20mm proximal and 3.0x16mm distal). Post dilation was performed. Residual stenosis was 0%. Lesion 2 was a de novo lesion located in the mid left anterior descending (lad). The lesion was 90% stenosed, 2.5mm in diameter and 20mm long. The lesion was treated with direct stent placement using a 2.5x20mm and 2.75x12mm taxus liberte stent. Residual stenosis was 0%. During the index procedure, while treating the lesion located in th 1st om, the patient went into ventricular fibrillation during the initial stent balloon inflation. Defibrillation was performed successfully at 200 joules. The study stent was partially deployed while the patient was in ventricular fibrillation. During resuscitation, the guide catheter was withdrawn due to persistent dampening. Upon re-imaging, it appeared that the stent balloon came back and pulled the partially deployed stent along with causing the stent to overlap within itself and foreshorten. A new balloon was passed and the study stent was aggressively expanded. Post deployment intravascular ultrasound (ivus) revealed an under expanded stent at the ostium hanging slightly into the left circumflex (cx). This was treated with placement of a 3.0x16mm taxus liberte stent in the 1st om overlapping and distal to the 2.5x20mm taxus liberte stent at high pressure. Post dilation was performed along the stented segment. A repeat ivus revealed good residual stenosis. However, initial stent impingement in the left (cx) was noted and no further intervention was performed as the vessels were widely patent. The event of ventricular fibrillation was considered resolved without residual effects. The patient was discharged 3 days later on aspirin and prasugrel.

Event description:
Taxus liberte clinical study. It was reported that during a coronary stenting treatment procedure, the patient experienced ventricular fibrillation and stent under expansion occurred. Lesion 1 was a de novo target lesion located in the 1st obtuse marginal (om). The lesion was 80% stenosed, 3.0mm in diameter and 10mm long. The lesion was treated with direct stent placement using two overlapping taxus liberte stents (2.5x20mm proximal and 3.0x16mm distal). Post dilation was performed. Residual stenosis was 0%. Lesion 2 was a de novo lesion located in the mid left anterior descending (lad). The lesion was 90% stenosed, 2.5mm in diameter and 20mm long. The lesion was treated with direct stent placement using a 2.5x20mm and 2.75x12mm taxus liberte stent. Residual stenosis was 0%. During the index procedure, while treating the lesion located in th 1st om, the patient went into ventricular fibrillation during the initial stent balloon inflation. Defibrillation was performed successfully at 200 joules. The study stent was partially deployed while the patient was in ventricular fibrillation. During resuscitation, the guide catheter was withdrawn due to persistent dampening. Upon re-imaging, it appeared that the stent balloon came back and pulled the partially deployed stent along with causing the stent to overlap within itself and foreshorten. A new balloon was passed and the study stent was aggressively expanded. Post deployment intravascular ultrasound (ivus) revealed an under expanded stent at the ostium hanging slightly into the left circumflex (cx). This was treated with placement of a 3.0x16mm taxus liberte stent in the 1st om overlapping and distal to the 2.5x20mm taxus liberte stent at high pressure. Post dilation was performed along the stented segment. A repeat ivus revealed good residual stenosis. However, initial stent impingement in the left (cx) was noted and no further intervention was performed as the vessels were widely patent. The event of ventricular fibrillation was considered resolved without residual effects. The patient was discharged 3 days later on aspirin and prasugrel.

Manufacturer narrative:
Update : device lot number, device expiration date, batch manufactured date. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) study. It was reported that during a coronary stenting treatment procedure, the patient experienced ventricular fibrillation and stent under expansion occurred. Lesion 1 was a de novo target lesion located in the 1st obtuse marginal (om). The lesion was 80% stenosed, 3.0mm in diameter and 10mm long. The lesion was treated with direct stent placement using two overlapping taxus liberte stents (2.5x20mm proximal and 3.0x16mm distal). Post dilation was performed. Residual stenosis was 0%. Lesion 2 was a de novo lesion located in the mid left anterior descending (lad). The lesion was 90% stenosed, 2.5mm in diameter and 20mm long. The lesion was treated with direct stent placement using a 2.5x20mm and 2.75x12mm taxus liberte stent. Residual stenosis was 0%. During the index procedure, while treating the lesion located in th 1st om, the patient went into ventricular fibrillation during the initial stent balloon inflation. Defibrillation was performed successfully at 200 joules. The study stent was partially deployed while the patient was in ventricular fibrillation. During resuscitation, the guide catheter was withdrawn due to persistent dampening. Upon re-imaging, it appeared that the stent balloon came back and pulled the partially deployed stent along with causing the stent to overlap within itself and foreshorten. A new balloon was passed and the study stent was aggressively expanded. Post deployment intravascular ultrasound (ivus) revealed an under expanded stent at the ostium hanging slightly into the left circumflex (cx). This was treated with placement of a 3.0x16mm taxus liberte stent in the 1st om overlapping and distal to the 2.5x20mm taxus liberte stent at high pressure. Post dilation was performed along the stented segment. A repeat ivus revealed good residual stenosis. However, initial stent impingement in the left (cx) was noted and no further intervention was performed as the vessels were widely patent. The event of ventricular fibrillation was considered resolved without residual effects. The patient was discharged 3 days later on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).